Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified lesion in the circumflex artery. Pre-dilatation was performed and the 3.5 x 23 mm xience v stent delivery system (sds) was advanced, but met resistance with the vessel. The sds continued to be pushed; however, the hypotube kinked and then separated outside the patient anatomy. The sds did not cross the lesion and was removed without issue. Additional dilatation was performed and several attempts were made to cross with other stents, but all were unsuccessful; therefore, the lesion was treated with dilatation only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - against resistance. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink and shaft separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post stent implantation, remove the entire system as a single unit. There is no indication of a product quality deficiency.